Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt was being referred for a full revision because his vns showed high impedance (impedance value > 10,000 ohms). The pt and the physician chose to leave stimulation enabled even though they have been notified of the manufacturer's recommendation to disable stimulation. X-rays were taken on (B)(6) 2010 and sent to the manufacturer but have not been received to date. No trauma has been reported. Attempts for further information have been unsuccessful to date. No adverse events have been reported.